Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: cosmetic (abdominoplasty). According to the reporter: two months post-operatively patient came in with an infection at incision site. Patient was re-sutured in-office and vloc removed, incision washout. Allegedly, there was tissue damage and/or patient injury.